Event description:
A physician reported a pt who rec'd her third implantation on 1-8 1998 into the upper left and right vermilion borders. He prescribed standard post op treatment. On 1-20 1998 the pt presented with right upper lip redness, swelling, tenderness and pus-like drainage (onset date-unk). Oral augmentin was prescribed for 7 days; no cultures were done. On 1-27 1998 the right upper vermilion border implant was removed due to apparent infection. The physician planned to replace the implant at a later date. The physician did not believe the device caused injury to the pt.